Event description:
See also MFR report # 3004209178201007144. It was reported that the pt experienced a problem with the device stimulation. The pt thought that one of the implanted devices was turned off. The pt reported a return of (unspecified) symptoms. No further details, pt symptoms or outcome were provided. Additional info was requested but not received at the time of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).